Event description:
The patient reported that the pump buttons are slow to respond and have cancelled boluses. The patient reportedly wore the pump in a pump case attached to a belt and cleaned the pump with a soft cloth.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently and slowly responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).